Event description:
It was reported that the patient experienced a loss of therapeutic effect when he was in the immediate vicinity of wi-fi equipment and specifically while using his (B)(4). When the patient checked his neurostimulators they seemed to be okay. There was no patient injury. Additional information received clarified that the sources of interference were not causing the neurostimulator to switch on or off. The patient had bilateral implantable neurostimulators. Refer to manufacturer report # 3007566237-2012-00477 regarding the patient's other neurostimulator.

Manufacturer narrative:
Implantable neurostimulator model 7426 serial# unknown implanted (B)(6) 2009 explanted unk.